Manufacturer narrative:
Patient information was unavailable from the site. No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system would enter standalone mode after performing a successful 2d ap image acquisition. The reported issue would occur when adjusting the gantry to perform a lateral 2d image acquisition. The system would enter standalone mode for 5 seconds, enter 2d mode and then perform a successful 2d image acquisition. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: a medtronic representative reported that have been on re-occurrences of the reported issue. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Correction: unexpected exit caused by a hardware problem.

Event description:
Correction: less than a minute of surgical delay was reported.